Event description:
It was reported that the 9900 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.